Event description:
Small reddened area (2x2cm) noted on posterior of vaginal wall post procedure. Surgical procedure: hysteroscopy with resectoscope - both cutting loop electrode and ball electrodes were used during the procedure.